Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the end user broke the left side frame, the end user has a lot of tone and keeps wearing out the struts.